Manufacturer narrative:
Manufacturer's investigation conclusion: the mobile power unit (mpu) serial #: (B)(6) was returned for analysis to the european distribution center (edc) and it was noted that the patient cable was loose around the lemo connector, and the battery door was cracked. The mpu was powered on as intended. A functional test was performed. The system functioned as intended. The patient cable and the battery door were replaced. Preventative maintenance was performed. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the mpu serial #: (B)(6) and the mpu was found to pass all manufacturing and quality assurance specifications. Heartmate iii instructions for use (IFU) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the heartmate mobile power unit had a cracked battery door and the rubber casing around the patient cable was loose.